Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose results. Expected fasting blood glucose test result range is 40 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call on (B)(6) 2015. Comparing blood glucose test results from trueresult meter to hospital meter. Customer visited hospital for a surgery unrelated to blood glucose results. Blood test performed on (B)(6) 2015 fasting before going to hospital with result of 59 mg/dl. Blood test performed with hospital meter and result was about 200 mg/dl. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 04/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 40 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention due to meter's results is not required at the time of the call in (B)(6) 2015. Comparing blood glucose test results from trueresult meter to hospital meter. Customer visited hospital for a surgery unrelated to blood glucose results. Blood test performed on (B)(6) 2015 fasting before going to hospital with result of 59mg/dl. Blood test performed with hospital meter and result was about 200mg/dl. Verified storage of product is within instructed spec since they are kept in kitchen. Test strip lot MFR's expiration date is 04/21/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory (date / time not set): 55mg/dl (B)(6) 2015 12:00 pm; 89mg/dl (B)(6) 2015 12:00pm; 51mg/dl (B)(6) 2015 01:21 pm; 48mg/dl (B)(6) 2015 08:02 pm; 81mg/dl (B)(6) 2015 04:47 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under eval.